Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit was not building enough pressure. There was no report of any patient involvement associated with this reported event.